Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics. Unable to perform self test and displacement test due to blank display. Unable to verify missing segments or partial display and full segments display due to blank display. Insulin pump had corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call device not working. The customer's blood glucose was unknown at the time of call. Trouble shooting was performed and found full black screen. Customer states the device was exposed to extreme temperatures after he fell in lake water. Advised to stabilize at room temperature. Customer states black screen did not disappear. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. The insulin pump will be returned for analysis.